Event description:
While performing a balloon dilatation on the right coronary artery using a 30 cm length catheter, the balloon catheter burst when inflating. While withdrawing the balloon dilatation catheter the radiopaque marker on the balloon dilatation catheter remained in the mid-right coronary artery. As the physicians were unable to remove at that point, emergency open heart surgery had to be performed to remove the marker. The pt would not have had to have the open heart surgery otherwise.